Event description:
I had lasix eye surgery and it's been getting consistently worse with the glare at night. I can barely drive on how bad it is. During the day I have difficulties but not as bad. I have done various eye exams and they blame it on the lasix. I never had this problem until I had the surgery. I've had it. Now for about 5 years and it's getting progressively worse. FDA safety report ID# (B)(4).